Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reports concerns with their gums. Patient had recession present on the lower anterior incisors before treatment. Pictures from patient shows recession on tooth #25 has gotten worse. Patient was advised to see dentist for dental evaluation.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.